Event description:
It was reported that an ilet user experienced hyperglycemia after the pump ran out of insulin for several hours, then resumed insulin delivery following a full supply change; fingerstick values reached 550 mg/dl before trending down to 450 mg/dl, with no site leakage or visible kinks reported and no high-glucose alarm noted by the user. Symptoms included elevated blood glucose without reported clinical symptoms. Outcomes included no reported medical intervention or hospitalization. Investigation included troubleshooting and user education on performing a full supply change when insulin runs out or when the set expires and advising repeat fingersticks to confirm downward trends. Investigation of this case revealed hyperglycemia of unclear cause, with contributory factors including a period without insulin delivery and user-reported prior use of larger insulin doses during early pump adoption; no device malfunction or component failure was identified based on user reports. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.